Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated when they woke up the cgm was displaying 6.7 mmol/l; however, their bg meter reading was 17.4 mmol/l. The patient stated in the afternoon, the cgm was displaying 8.7 mmol and they started to feel warning signs of hypoglycemia. When they checked their blood sugar with the bg meter, it was displaying a value of 2.2 mmol/l. The patient did not provide further event details. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.